Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) performing preventive maintenance (pm), replaced the batteries to resolve the issue and completed full pm. The unit passed all functional, calibration, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), failed the battery run time test. There was no patient involvement and no adverse event was reported.

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), failed the battery run time test. There was no patient involvement and no adverse event was reported.